Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. Based on the information provided it was determined the transducer needs to be replaced. The customer was provided with a quote for a replacement device to resolve the issue. The quote expired and the customer did not order. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A quote for a replacement transducer has been sent to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6).

Event description:
It was reported the avalon us transducer fetal heart rate measurement is inaccurate. It is unclear if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.